Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not read the fiber optic signal. Two different consoles were tried. The screen continued to display transducer as the pressure source. Patient will be transferred immediately to another hospital. There was no reported injury to the patient.